Event description:
The facility's biomedical engineer reported an infusion pump with an 808:07 failure code. No patient injury or medical intervention was involved. Although an attempt had been made to obtain patient age or whether the device was on a patient or not, no additional information was provided. No additional contacts were obtained.